Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a venous procedure for in stent restenosis treatment, a balloon ruptured, and difficulty removal was encountered. The physician advanced a 7 f non- bsc sheath across the lesion, the 12.0mm x 40mm mustang balloon was advanced for dilation. Inflation was performed, at unknown inflation, the mustang balloon ruptured at 10atms. While attempting to bring the balloon back through the sheath resistance was encountered. The devices were removed together as a unit. The procedure was completed with this device. There were no patient complications reported and the patient's status is ok.

Event description:
It was reported that during a venous procedure for in stent restenosis treatment, a balloon ruptured, and difficulty removal was encountered. The physician advanced a 7 f non- bsc sheath across the lesion, the 12.0mm x 40mm mustang balloon was advanced for dilation. Inflation was performed, at unknown inflation, the mustang balloon ruptured at 10atms. While attempting to bring the balloon back through the sheath resistance was encountered. The devices were removed together as a unit. The procedure was completed with this device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that it was returned within a 7 french sheath. Approximately 58mm of the distal portion with the balloon attached was exiting the distal end of the sheath. It was noted that the balloon material was torn both circumferentially and longitudinally. It was not possible to remove the device through the sheath due to the way the balloon material was burst. A tactile examination of the shaft of the device noted no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).